Event description:
A malfunction on the pump was reported by the customer, with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions to continue using it, advising to call back if the issue recurred. The customer acknowledged and understood the guidance.